Event description:
It was reported that during a percutaneous coronary intervention procedure; withdrawal difficulties were encountered. The physician was treating a 90% restenosis of another manufacturers' stent located in the proximal rca. The lesion was pre-dilated with this 12mm x 3.50mm nc quantum apex balloon catheter to 20atms. There were no difficulties crossing the lesion with this device. Another manufacturers' 3.5x12mm stent was then implanted in the lesion. The stent was then post-dilated with this 12mm x 3.50mm nc quantum apex balloon catheter two times to 24atms. After successful balloon deflation was confirmed an attempt was made to withdraw the balloon catheter, however, severe resistance was encountered. The catheter became "trapped" on the wire. It is thought that the balloon was trapped between the stent and the guide catheter due to the placement of the stent and therefore removing the balloon catheter from the stent was also difficult. The balloon catheter, guide wire, and guide catheter were removed together as a system. The placement of the implanted stent was not affected. After the devices were removed from the patient, it was noted that the balloon was "ruptured" and the distal shaft was detached. It was confirmed that the balloon did not rupture during inflation. It is unknown if the distal shaft completely detached or if any part of the shaft remains in the patient. The procedure was considered completed with this device. Patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure; withdrawal difficulties were encountered. The physician was treating a 90% restenosis of another manufacturers' stent located in the proximal rca. The lesion was pre-dilated with this 12mm x 3.50mm nc quantum apex balloon catheter to 20atms. There were no difficulties crossing the lesion with this device. Another manufacturers' 3.5x12mm stent was then implanted in the lesion. The stent was then post-dilated with this 12mm x 3.50mm nc quantum apex balloon catheter two times to 24atms. After successful balloon deflation was confirmed an attempt was made to withdraw the balloon catheter, however, severe resistance was encountered. The catheter became "trapped" on the wire. It is thought that the balloon was trapped between the stent and the guide catheter due to the placement of the stent and therefore removing the balloon catheter from the stent was also difficult. The balloon catheter, guide wire, and guide catheter were removed together as a system. The placement of the implanted stent was not affected. After the devices were removed from the patient, it was noted that the balloon was "ruptured" and the distal shaft was detached. It was confirmed that the balloon did not rupture during inflation. It is unknown if the distal shaft completely detached or if any part of the shaft remains in the patient. The procedure was considered completed with this device. Patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with dried blood inside the shaft. A guide wire was protruding 18.5cm from the tip and 136.5cm out of the guide wire exit notch of the device. It was not possible to dislodge the wire from the lumen of the catheter. Microscopic inspection of the distal end of the device revealed that the inner shaft was bunched up/damaged. The balloon had a complete circumferential tear. Examination of the material surrounding the bunched up inner and tear did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the damage. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).